Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and failed battery test from the insulin pump. The customer's blood glucose reading was 425 mg/dl. The customer treated with syringe. The customer had symptoms such as nausea, headache, excessive thirst and shortness of breath. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised that (B)(6) aaa batteries are the most effective for the pump's use. The customer was assisted with performing the hp test. The customer stated that the hp test passed. The customer was advised to do a complete set change and monitor her blood glucose.